Event description:
During surgical use, upon removal of the trial segment from the stem in situ, the 4 "legs" of the trial broke. The pieces were retrieved and accounted for. No surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Pending device return.

Manufacturer narrative:
Corrections: b1, b2, h1.

Manufacturer narrative:
H3: as determined, the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (material durability during reprocessing/sterilization as well as force applied over lifetime of device), which led to insufficient testing to demonstrate continuedperformance over time and resulted in fracture during surgical use.